Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's charger is unable to communicate with the ipg. An external field representative met with the pt and attempted to troubleshoot the issue with two chargers to no avail. As a result, the pt was sent a replacement charger to address the issue.